Event description:
When the recipient was seen for aural rehabilitation on (B)(6) 2023 the speech language pathologist noticed a small clear loop protruding through the concha. It was noted at this time that the patient is hearing well from her implant. Surgeon suspects that this loop may be the lead of the electrode array extruding in between post-auricular stitches. This report refers to 9710014-2023-00828. For further information please refer to this report.